Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because the implant did not integrate and also due to pain. Based on the report, the pt had good oral hygiene and moderate bone quantity. The pt had type 3 of bone quality. A traditional 2 stage surgery was done. The fixture was placed in tooth location #18. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of bone condition and pain. The pt has no medical history. The pt outcome was reported as recovered with no complications.